Manufacturer narrative:
(B)(4). 3004753838-2024-253913 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of the event is an approximation. On 08/26/2024, the patient was washing clothes and had to go up and down the basement when the dexcom receiver started alarming. She stated it was showing values in the 40's mg/dl but she could not remember the exact value. She started feeling dizzy, anxious and was out of balance. The patient lives alone and panicked and called 911. At that time, the patient stated she didn't have anything to treat herself and no bg meter to compare to the cgm readings. When emergency medical services arrived they checked her bg and it was around 25-30 points off (no value provided). The patient was treated with gel packs to increase her bg. When her readings stabilized, ems advised she go to the hospital but the patient declined. After 15-20 minutes, the patient felt fine and ems left. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.